Event description:
It was reported that a patient underwent an unknown neurosurgery procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported by a sales rep that, during closing the head, it was tried to suture and then ligate, but the suture was broken. Details are being confirmed. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained via: additional information in note (B)(4) states that 7 products are involved; however, it also states that about half of 8 sutures of the package were broken. Please clarify: how many sutures were broken? Half of 8 strands in a pac broke. Also, the actual samples are 7 pacs. What is the lot number of each broken suture (101rgs, 1022q1, 101gx2, other)? Unk. When did each suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on the patient please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). We got this info from the sales-rep on nov 1 2024. Qty to be returned of ip-02209740: 0 / 1 (lot#: 101rgs). Qty of product involved of ip-02209740: 7 (lot#: 101rgs x2packs, 1022q1 x4packs, 101gx2 x1pack). Additional event information: english. About half of the 8 sutures of the package were broken when tried to ligate. One package will be returned with the same lot number of sutures as the lot number: 101rgs of the product involved. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. H3 investigation summary: the product was returned to ethicon for evaluation. One empty foil packet was received for analysis. Product code vcp713d. The visual assessment of the returned winding former. No suture and needle were returned for analysis. As per this condition, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional device evaluation: the product was returned to ethicon for evaluation. One representative unopened sample and four empty opened foils packets were received for analysis. Product code vcp713d which is a control release and requires eight strands per packet. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damages were observed on the external packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/21/2025. Corrected information: d4 UDI, h6 investigational codes. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.